Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a combiset blood leak occurred towards the end of a patient¿s hemodialysis (hd) treatment. The saline line separated from the t-connection on the arterial line. The cause of the separation was unknown. There were no alarms from the machine, a fresenius 2008t. Due to the separation, a small amount of blood leaked onto the floor. The biomed said the patient¿s treatment had been completed and the blood return was nearly done. Therefore, blood loss was minimal. Estimated blood loss (ebl) due to the event was 2 ml. There was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The combiset was not available to be sent back for evaluation as it was reportedly discarded. However, two photos of the device were provided for review.

Event description:
A user facility biomedical technician (biomed) reported that a combiset blood leak occurred towards the end of a patient¿s hemodialysis (hd) treatment. The saline line separated from the t-connection on the arterial line. The cause of the separation was unknown. There were no alarms from the machine, a fresenius 2008t. Due to the separation, a small amount of blood leaked onto the floor. The biomed said the patient¿s treatment had been completed and the blood return was nearly done. Therefore, blood loss was minimal. Estimated blood loss (ebl) due to the event was 2 ml. There was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The combiset was not available to be sent back for evaluation as it was reportedly discarded. However, two photos of the device were provided for review.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. However, photos received confirmed that the saline line was separated from the ¿t¿ connector which caused a leak. There are several potential causes for this kind of failure. The reported event was able to be confirmed in accordance with the provided photos.